Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The consumer reported two unconfirmed false negative results with binaxnow covid-19 ag self-test on (B)(6) 2023. The consumer performed two tests on binaxnow covid-19 ag self-test on (B)(6) 2023 and received negative results. The consumer performed another test (unknown brand) on (B)(6) 2023, and she received a positive result. No confirmatory test was performed. The consumer was asymptomatic. This MFR. Report addresses test two (2) of two (2) tests. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 225141 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 225141 and device part number 195-430wjr / lot 222477. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 225141 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.d4: expiration date . H3 other text : device discarded, single use.

Event description:
The consumer reported two unconfirmed false negative results with binaxnow covid-19 ag self-test on (B)(6) 2023. The consumer performed two tests on binaxnow covid-19 ag self-test on (B)(6) 2023 and received negative results. The consumer performed another test (unknown brand) on (B)(6) 2023, and she received a positive result. No confirmatory test was performed. The consumer was asymptomatic. This MFR. Report addresses test two (2) of two (2) tests. No additional patient information, including treatment and outcome, was provided.